Manufacturer narrative:
G4: 23jul2020. B4: 27jul2020. Visual inspection of the v60 power supply revealed no evidence of damage or contamination. The determination could be made that the device failed to meet specifications, electrical short of components in reference designation q1 and cr5 on the power supply created the 0 volt output. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21march2019. The customer replaced the power supply and corrected the issue.

Event description:
The customer reported that there was no alternate current power to the unit. There was no patient or user harm reported. The event date was not specified; estimate used.